Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient requested the removal of an implantable cardiac monitor due to feelings of anxiety and distress since the implant of the device. The device was removed on (B)(6) 2018 with no complications.